Manufacturer narrative:
Device evaluated by simulated use testing, found open circuit, device repaired and returned to customer.

Event description:
Received error code cuw92 bellows. The bellows would not stay inflated. A patient was on the table under anesthesia at the time. Phone support could not correct the problem so the case was cancelled.